Manufacturer narrative:
(B)(4). Investigation summary: one sample of model 2420-0500, lot 20063019 was submitted for quality investigation. The customers complaint that the IV tubing from the alaris pump fractured at the solid connector, just above the pump segment of tubing, was verified by leakage testing. Leakage through the top of the infusion set was observed during priming of the set. Investigation of the leakage site appears to show that there is a lack of solvent at the tubing and top of the pumping segment connection allowing for liquid to leak out of the top of the pumping segment. A device history record review for model 2420-0500 lot number 20063019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue is a lack of solvent between the tubing and the top connector of the pumping segment. This is an assembly issue that would be caused at the manufacturing facility. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample of model 2420-0500, lot 20063019 was submitted for quality investigation. The customers complaint that the IV tubing from the alaris pump fractured at the solid connector, just above the pump segment of tubing, was verified by leakage testing. Leakage through the top of the infusion set was observed during priming of the set. Investigation of the leakage site appears to show that there is a lack of solvent at the tubing and top of the pumping segment connection allowing for liquid to leak out of the top of the pumping segment. The root cause of the issue is a lack of solvent between the tubing and the top connector of the pumping segment. This is an assembly issue that would be caused at the manufacturing facility.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material #: 24200500, batch/ lot #: 20063019 . When rn disconnected the IV tubing from the alaris pump, the tubing fractured at the solid connector, just above the pump segment of tubing. IV solution of d5w dripped out of the fractured tubing, contaminating the IV pole and floor.